Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there was no motorized activation. The housing was damaged, and the handle was cracked. The handpiece was not recognized. The software needs to be upgraded. The listed parts were replaced. The device was returned to full functionality and returned to the user facility. The device history records for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. A total of 1 unit was produced under this job number with no associated ncrs, reported scrap, or recorded process deviations relating to the reported failure. The root cause of the reported failure has been identified as a faulty rtc board, resulting in the handpiece being unable to be recognized. Olympus will continue to monitor complaints for this device through regular trending activities as defined by osta qms procedure.

Event description:
The user facility reported that the diego elite device was not functioning properly. The user reported an issue of no motor activation, but water was trickling when footswitch was pressed. The user tried multiple footswitches, multiple handpieces, and multiple blades but the issue continued. The color changed to green momentarily then changes back to black. There was no patient involvement. No additional information was provided.